Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked by the left bottom corner and both plunger cases were cracked. Primary audible background test and base hardware failure alarm were found in pump event history log. Flow and occlusion test were unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced interconnect board and all cases. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was presenting with primary audible alarm. No patient injury was reported.